Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. The lead was cut and the wires were retracted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was reportedly cut with retractions of wires. Attempts to obtain additional information were unsuccessful. This right atrial (ra) lead was surgically abandoned. No additional adverse patient effects were reported.